Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient reported a broken skin irritation from the ucor hfams patch. The patient described the area as a broken, red, itchy, and stinging skin irritation. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the skin irritation is unknown. There is no indication of a reportable serious injury per sop 90e0012-a99 severity matrix and reportability determination flow chart: open wound, medium severity, no medical intervention, outcome unknown. A us distributor contacted zoll to report that the patient developed a broken skin irritation from the ucor hfams patch. The patient described the area as a broken, red, itchy, and stinging skin irritation. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the skin irritation is unknown. Reportable: open wound, medium severity, no medical intervention, outcome unknown. Correction: none taken.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient reported a broken skin irritation from the ucor hfams patch. The patient described the area as a broken, red, itchy, and stinging skin irritation. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. The outcome of the skin irritation is unknown. There is no indication of a reportable serious injury per sop 90e0012-a99 severity matrix and reportability determination flow chart: open wound, medium severity, no medical intervention, outcome unknown.